Event description:
It was reported that this right ventricular (rv) lead was capped due to it exhibited high out of range impedance measurements. This lead was successfully replaced. No additional adverse patient effects were reported.